Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/07/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown, not provided. (B)(4). One (1) attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a female patient who had a toric symfony lens implanted on (B)(6) 2017. The eye felt week after the surgery and the patient was complaining about flickering of lights. Reportedly, she had issues from the day of the implant. Additional information was received and it was learnt that the patient could not deal with the night time dysphotopsia, especially glare around lights. The patient stated that this condition was making her suicidal. The lens was explanted in a secondary surgical procedure. No vitrectomy was performed, no incision enlargement and no other injuries were reported. A non-amo lens was implanted as a replacement. No further information was provided.